Manufacturer narrative:
(B) (4).

Event description:
It was reported that a whistling noise was coming from the implantable neurostimulator (ins). Initially, it was thought that it was coming from pt's hearing aid. The hearing aid was removed and the pt was moved to a separate room where the whistling noise was still heard coming from the pt. There were not any other known medical devices implanted in the pt. It was noted that the ins was not working and there was believed to be a fractured lead. The pt had not used the ins for quite some time. It was reviewed that if the ins was in overdischarge, there would be no output of energy. It was also reviewed that there were not any moving parts to create the noise being heard. The pt's status was reported to be fair. The pt did not want surgery to replace the lead and get the system working.